Event description:
The implant failed due to a lack of primary stability.

Event description:
The implant malfunctioned due to dropping from the implant driver. The malfunction did not cause or contribute to a death or serious injury.